Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt reported on 10/06/2004 that her meter would not power on. This issue was not resolved with changing the batteries or by troubleshooting. It was verified that she was using the correct test strips and that the batteries were installed correctly. The meter would not turn on when the power button was pressed. The condition of the battery contacts was also good. She had a headache and blurry eyes at the time of concern. She had visited her dr, but was just given a refill on her medications. There is no adverse event reported due to the meter malfunction. There is no further clinical info provided. This case is reported as a meter malfunction since the power issue was not resolved.